Manufacturer narrative:
No device is expected to return. A follow up report will be submitted once the evaluation has been completed.

Event description:
The user reported a defect in the packaging. This damage was discovered when the kit was taken out of the shipping box. The kit was not used on a patient.

Manufacturer narrative:
Device evaluation it was originally reported that the device would not be returning for evaluation, but a device was returned for evaluation. The device was visually inspected and a breach in the sterile barrier was identified. The complaint is confirmed. The scissors in the kit have a sharp point and caused a hole in the packaging. A protective wrap has been added to the kit to prevent this from reoccurring. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.